Manufacturer narrative:
Medwatch sent to FDA on 01/29/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection and "red line" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: ¿as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.¿ ¿additionally there have been reports of nodules, infection, and inflammation.¿ ¿the onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs.¿

Event description:
Patient reported that immediately after injection in the nasolabial folds and "above and below the lip lines" with "juvederm they had "red line on the right side nasolabial fold and the next day they had an infection on both sides at the injection site." Patient stated they called their injector and was prescribed antibiotics immediately as treatment. Patient takes levothyroxine, hydrocodone, and "high blood pressure medication" concomitantly. Patient stated that symptoms have improved but are still ongoing.

Event description:
Further follow-up with the healthcare professional revealed the following additional information: symptoms resolved two weeks after injection with the use of antibiotics.